Event description:
It was reported that when the clearlink extension set was being flushed, a leak was detected at the site where the filter connects to the tubing. The solution that was being administered to the patient leaked into the patient's bed, exposing the patient to the solution. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.